Event description:
A customer reported to baxter product surveillance of a catheter extension set in which the set bursted when used with a power injector during an infusion. The patient bled an unspecified amount and the set was replaced. There were no other concommitant products reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.